Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1709032) on 17-aug-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/ bilateral pelvic pains") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("hemorrhage periods/ menorrhagia"), premature menopause ("deep and fast menopause/ early menopause (45 years old)"), hypoacusis ("hearing decreased"), fatigue ("chronic fatigue"), tooth loss ("fast tooth loss"), sacroiliitis ("sacroiliitis"), arthropathy ("joint disorders"), muscle disorder ("muscular disorders"), myalgia ("muscular pain") and arthralgia ("joint pain") and was found to have hormone level abnormal ("sudden hormonal malfunction"), 3 months 5 days after insertion of essure. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device intolerance ("intolerance to essure"), asthenia ("asthenia"), dyspareunia ("dyspareunia"), periodontal disease ("periodontal disease"), tendonitis ("tendonitis") and memory impairment ("memory disorders"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, hormone level abnormal, premature menopause, hypoacusis, fatigue, tooth loss, sacroiliitis, arthropathy, muscle disorder, myalgia, arthralgia, device intolerance, asthenia, dyspareunia, periodontal disease, tendonitis and memory impairment outcome was unknown. The reporter considered arthralgia, arthropathy, asthenia, device intolerance, dyspareunia, fatigue, hormone level abnormal, hypoacusis, memory impairment, menorrhagia, muscle disorder, myalgia, pelvic pain, periodontal disease, premature menopause, sacroiliitis, tendonitis and tooth loss to be related to essure. The reporter commented: essure insertion date was amended to (B)(6) 2008 (previously reported as (B)(6) 2008). No sample is available, batch number is not available. Essure implants were not kept by the service. Essure implants were removed and were not returned back to the device vigilance correspondent as they were probably discarded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: information received from an attorney via legal department. Reporter¿s details were updated. Essure insertion date was amended to (B)(6) 2008 (previously reported as (B)(6) 2008). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1709032 and r1821574) on 17-aug-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increase in bilateral pelvic pain (worsening at night and during exertion, spreading to the lumbar area and lower limbs)") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy with contraceptive device, drug intolerance (intolerance to progestin, estroprogestin, microprogestin), parity 2, vaginal delivery (twice), termination of pregnancy - elective (twice), tobacco user and appendicectomy. Plaintiff had no medical history of allergies. Previously administered products included for an unreported indication: levonorgestrel ius. Past adverse reactions to the above products included device expulsion with levonorgestrel ius. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("hemorrhage periods/ menorrhagia"), premature menopause ("deep and fast menopause/ early menopause (45 years old)"), hypoacusis ("hearing decreased"), fatigue ("chronic fatigue"), tooth loss ("fast tooth loss"), sacroiliitis ("sacroiliitis"), arthropathy ("joint disorders"), muscle disorder ("muscular disorders"), myalgia ("muscular pain") and arthralgia ("joint pain") and was found to have hormone level abnormal ("sudden hormonal malfunction"), 3 months 5 days after insertion of essure. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("increase in bilateral pelvic pain (worsening at night and during exertion, spreading to the lumbar area and lower limbs)"), back pain ("increase in bilateral pelvic pain (worsening at night and during exertion, spreading to the lumbar area and lower limbs)") and pain in extremity ("increase in bilateral pelvic pain (worsening at night and during exertion, spreading to the lumbar area and lower limbs)"). On an unknown date, the patient experienced device intolerance ("intolerance to essure"), asthenia ("asthenia"), dyspareunia ("dyspareunia"), periodontal disease ("periodontal disease"), tendonitis ("tendonitis") and memory impairment ("memory disorders"). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was removed on 6-jun-2017. At the time of the report, the pelvic pain, pain, back pain and pain in extremity had not resolved and the menorrhagia, hormone level abnormal, premature menopause, hypoacusis, fatigue, tooth loss, sacroiliitis, arthropathy, muscle disorder, myalgia, arthralgia, device intolerance, asthenia, dyspareunia, periodontal disease, tendonitis and memory impairment outcome was unknown. The reporter considered arthralgia, arthropathy, asthenia, back pain, device intolerance, dyspareunia, fatigue, hormone level abnormal, hypoacusis, memory impairment, menorrhagia, muscle disorder, myalgia, pain, pain in extremity, pelvic pain, periodontal disease, premature menopause, sacroiliitis, tendonitis and tooth loss to be related to essure. The reporter commented: essure insertion date was amended to (B)(6) 2008 (previously reported as (B)(6) 2008). Essure inserted with 3 visible coils from each side. No sample is available, batch number is not available. Essure implants were not kept by the service. Essure implants were removed and were not returned back to the device vigilance correspondent as they were probably discarded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: plaintiff¿s medical history (pregnancy on iud, intolerance to progestin, estroprogestin, microprogestin, expulsion of ius with levonorgestrel, 2 childbirths with vaginal deliveries, 2 elective abortion, occasional tobacco use, no allergy and appendicectomy); essure insertion details (essure inserted with 3 visible coils from each side); event update (from pelvic pains/ bilateral pelvic pains to increase in bilateral pelvic pain (worsening at night and during exertion, spreading to the lumbar area and lower limbs)); outcome of event pelvic pain (not recovered); and essure removal method (bilateral salpingectomy - no anomaly detected). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-aug-2017. The most recent information was received on 04-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pains/ bilateral pelvic pains") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("hemorrhage periods/ menorrhagia"), premature menopause ("deep and fast menopause/ early menopause (45 years old)"), hypoacusis ("hearing decreased"), fatigue ("chronic fatigue"), tooth loss ("fast tooth loss"), sacroiliitis ("sacroiliitis"), arthropathy ("joint disorders"), muscle disorder ("muscular disorders"), myalgia ("muscular pain") and arthralgia ("joint pain") and was found to have hormone level abnormal ("sudden hormonal malfunction"), 8 months after insertion of essure. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device intolerance ("intolerance to essure"), asthenia ("asthenia"), dyspareunia ("dyspareunia"), periodontal disease ("periodontal disease"), tendonitis ("tendonitis") and memory impairment ("memory disorders"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, hormone level abnormal, premature menopause, hypoacusis, fatigue, tooth loss, sacroiliitis, arthropathy, muscle disorder, myalgia, arthralgia, device intolerance, asthenia, dyspareunia, periodontal disease, tendonitis and memory impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, arthropathy, asthenia, device intolerance, dyspareunia, fatigue, hormone level abnormal, hypoacusis, memory impairment, menorrhagia, muscle disorder, myalgia, pelvic pain, periodontal disease, premature menopause, sacroiliitis, tendonitis and tooth loss with essure. The reporter commented: no sample is available, batch number is not available. Essure implants were not kept by the service. Essure implants were removed and were not returned back to the device vigilance correspondent as they were probably discarded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-jan-2019: all the relevant information had been transferred to this case from the duplicate case. The patient experienced intolerance to essure that led to: menorrhagia, early menopause (45 years old), asthenia, hearing decreased, dyspareunia, periodontal disease, tendonitis, joint pain, memory disorders, bilateral pelvic pain. No sample is available, batch number is not available. Essure implants were not kept by the service. Essure implants were removed and were not returned back to the device vigilance correspondent as they were probably discarded. Essure insertion date: on (B)(6) 2008 and removal date: on (B)(6) 2017. No information concerning reference or batch number. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("hemorrhage periods"), hormone level abnormal ("sudden hormonal malfunction"), menopause ("deep and fast menopause"), hypoacusis ("earing decreased"), fatigue ("chronic fatigue"), tooth loss ("fast tooth loss"), sacroiliitis ("sacroiliitis"), arthropathy ("joint disorders") with arthralgia and muscle disorder ("muscular disorders") with myalgia. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Essure removal was planned on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, hormone level abnormal, menopause, hypoacusis, fatigue, tooth loss, sacroiliitis, arthropathy and muscle disorder outcome was unknown. The reporter provided no causality assessment for arthropathy, fatigue, hormone level abnormal, hypoacusis, menopause, menorrhagia, muscle disorder, pelvic pain, sacroiliitis and tooth loss with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.549 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.